Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0h8a7, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0h8a7, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported when the patient walked into a bookstore, her implant set off the security alarm. She realized a day later that her implantable neurostimulator (ins) had been shut off and she suspected it was when she entered the bookstore. They had a lack of efficacy after the bookstore visit. The patient was able to turn it back on and efficacy returned. No patient symptoms were reported and their status at the time of report was alive with no injury.